Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk, ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual rise in capture thresholds, a gradual rise in pacing impedance, and a drop in r-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.